Event description:
Female pt was driven to the ER in private car after feeling of cramping and nausea during colon hydrotherapy session. Pt was checked out at ER by attending nurse/physician but not admitted to the hospital. No treatment was given. Pt reported that evening late that they were "feeling better."

Manufacturer narrative:
The part of the device referred to under "usage of device" is the angel of water disposable rectal nozzle, a sterile, single use dvice that is part of the angel of water colon irrigation system.